Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0b9rk, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the rep was currently in the or for procedure and stated the patient's lead on the right was "no good" so they put another lead on the left. The rep was uncertain if the healthcare provider (hcp) planned to moved the pocket site. The rep later reported the patient's right sided lead had stopped responding to stimulation so the hcp placed a new lead on the left side with a better nerve response. The event date was unknown at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.